Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer shut down whenever the rf (radio frequency) head cable was plugged into the programmer. Some of the rf head cable wires were found severed. It is noted the rf head failed numerous functional tests. Analysis also found the rf head label backing was starting to come loose. (B)(4).